Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The initial reporter declined to provide additional information. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The peritonitis was manifested by turbid effluent. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. It was unknown if the patient was treated with antibiotic therapy for the peritonitis event. It was unknown if dianeal therapies were ongoing. The patient was recovered from the peritonitis event. No additional information is available.